Manufacturer narrative:
(B)(4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and has been revised to not reportable. Additional information received: stapler sealed but did not cut. Stapler removed, new stapler opened.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The following information was requested, but unavailable: when "the knife fired but did not come back", was any portion of the target tissue stapled or cut? If yes, were the staple line and cut line equal in length? When the knife did not return home, how was the device removed from tissue? Were the device jaws able to be opened? Were there any patient consequences as a result of the event?

Event description:
It was reported that during a bowel resection procedure, "the knife fired but did not come back." It is unknown how the device was released from the tissue. Another like device was used to complete the procedure. There were no adverse patient consequences reported.